Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the charge board was not working. The centrifugal system would not power on, as the batteries could not charge. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) stated the battery backup unit was not charging after the charger printed circuit board (pcb) was damaged by the reversal of battery pack polarity during a previous battery replacement preventative maintenance (pm). The field service representative (fsr) noted the voltage regulator on the charger pcb was burned.